Event description:
During repair of complete av canal defect, surgeon cut into ventricle when saw blade slipped beyond blade guard. Patient experienced a period of hypotension and hypovolemia that required prompt resuscitation.